Event description:
The pt bent over and heard/felt a 'pop' at the implantable neurostimulator site. The pt no longer felt stimulation sensation afterward, and the pt programmer was unable to synchronize. The pt hadn't recharged her implantable neurostimulator since implant. However, the charger was able to recharge the implantable neurostimulator. The pt underwent surgery to reposition the implantable neurostimulator. A f/u report will be submitted if add'l info becomes available.